Event description:
Caller states the patient tested 2.1 inr on the coagucheck s system and 1.4 inr on a comparison lab. The patient reportedly had a minor stroke the day of the reported values. Caller reports the patient's dose of falithrom was changed; it is unknown if the dose was changed based on lab or meter value. Replacement was sent.

Manufacturer narrative:
The event occurred in another country.